Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. All of keypad buttons reportedly were under-responsive. There was reportedly moisture and corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: the keypad cover was found to be intact; however, the keypad test for responsiveness was unable to be tested due to no power to the pump. The pump cover was removed; there was no contamination found under the key contacts. The keypad flex was fully seated in the connector with the latch closed. The battery compartment was observed to be cracked at the threads to the left of the bumper and at the case seal below the bumper. Rust and corrosion was observed in the battery compartment. A leak revealed a battery compartment leak. The pump was opened and no further evidence of moisture was found. The download files were unable to be downloaded and the remaining investigation steps were unable to be performed steps due to no power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.